Manufacturer narrative:
Results: the complaint of "invalid impedance" was confirmed. The lead was returned complete. Inspection revealed broken wires in the paddle. The tails did not have visible anomalies for damage. Continuity testing revealed that channels 1, 1, 3, 4, 11, 15 and 15 were electrically open. These opens were caused by the broken wires observed on the paddle. The damage observed in the paddle is consistent with implant image. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during intra-operative testing the scs lead showed invalid impedance values. Subsequently, the physician removed the lead, switched the cables and dipped the lead in saline; however, the issue did not resolve. The physician used a another model 3228 to complete the procedure and the pt received effective stimulation post-operative.